Manufacturer narrative:
The manufacture is trying to get the device back for analysis; if obtained, a follow-up report will be sent.

Event description:
The customer reported that this atrial lead was surgically abandoned and replaced due to high thresholds. The device was actively implanted for approximately 4 years.